Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused thyroid cancer, pulmonary embolism on (B)(6) 2021. The patient did report to receive medical intervention and had thyroid surgery on (B)(6) 2021 and had a stent placed in 2008. The patient was placed on anticoagulants. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.